Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00495 and 9616099-2016-00496. Updated complaint conclusion: a tech reports that the balloons were properly opened and prepped. Each balloon was inserted over a wire and effectively able to cross the lesion. Upon inflation to nominal pressure, both balloons did not inflate and contrast was viewed leaking out of the balloons in a similar fashion. A third balloon was opened, prepped, and effectively inflated to complete the case. No patient harm was reported. The target lesion was a ureter with 50% stenosis and no calcification or tortuosity. The balloons were inflated to 7 (seven) atmospheres before rupture. There was no difficulty removing the products from the hoop or removing the balloon covers/stylets. There were no kinks or damages noted to the devices prior to use. The devices were prepped normally with no anomalies noted during prep. The contrast media was bracco isovue 250; however the ratio was 1:9. The indeflator device was used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction as the devices were inserted into the patient. There was no difficulty experienced as the devices were advanced to and across the lesion. The catheters were not ever in an acute bend and did not kink during use. The balloon catheters were removed easily from the patient, and they were removed intact. A 6x40mm powerflex pro pta catheter was used to replace the leaking balloon catheters. The patient is currently in good condition. One non-sterile powerflex pro 4mm x 4cm 80cm bc was returned. The balloon had been inflated. No other anomalies were noted in the returned device. Per functional analysis a leak test was performed, and a leakage was noted in the balloon. Per sem analysis the external surface revealed evidence of scratch marks that could be related to the balloon pinhole. The internal surface and marker bands did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17462850 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during positive pressure (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, abrasions of unknown origin were noted on the outer surface during analysis. The use of the powerflex pro bc is not indicated for urological procedures therefore this is considered off-label use. According to the instructions for use ¿the powerflex pro pta catheter is intended to dilate stenoses in iliac, femoral, ilio-femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The device is also indicated for post-dilation of balloon-expandable and self-expanding stents in the peripheral vasculature. If resistance is met during manipulation, determine the cause of the resistance before proceeding. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. It was reported that there was no calcification or tortuosity. It was previously reported that there was calcification and tortuosity inadvertently. The complaint conclusion was updated accordingly. No further corrections were made to the file at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00495 and 9616099-2016-00496.

Event description:
As reported, the 4x40mm and 5x40mm powerflex pro balloons were properly opened and prepped. Each balloon was inserted over a wire and effectively able to cross the lesion. Upon inflation to nominal pressure, both balloons did not inflate and contrast was viewed leaking out of the balloons in a similar fashion. A third balloon was opened, prepped, and effectively inflated to complete the case. No patient harm was reported.

Manufacturer narrative:
Additional information was received: the target lesion was a ureter with 50% stenosis and calcification or tortuosity. There was no difficulty removing the products from the hoop or removing the balloon covers/stylets. There were no kinks or damages noted to the devices prior to use. The devices were prepped normally with no anomalies noted during prep. The contrast media was bracco isovue 250; however the ratio was 1:9. The indeflator device was used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction as the devices were inserted into the patient. There was no difficulty experienced as the devices were advanced to and across the lesion. The catheters were not ever in an acute bend and did not kink during use. The balloons were inflated to 7 atmospheres before rupture. The balloon catheters were removed easily from the patient, and they were removed intact. A 6x40mm powerflex pro pta catheter was used to replace the leaking balloon catheters. The patient is currently in good condition. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00495 and 9616099-2016-00496. Complaint conclusion: a tech reports that the balloons were properly opened and prepped. Each balloon was inserted over a wire and effectively able to cross the lesion. Upon inflation to nominal pressure, both balloons did not inflate and contrast was viewed leaking out of the balloons in a similar fashion. A third balloon was opened, prepped, and effectively inflated to complete the case. No patient harm was reported. The target lesion was a ureter with 50% stenosis and calcification and tortuosity. The balloons were inflated to 7 (seven) atmospheres before rupture. There was no difficulty removing the products from the hoop or removing the balloon covers/stylets. There were no kinks or damages noted to the devices prior to use. The devices were prepped normally with no anomalies noted during prep. The contrast media was bracco isovue 250; however the ratio was 1:9. The indeflator device was used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction as the devices were inserted into the patient. There was no difficulty experienced as the devices were advanced to and across the lesion. The catheters were not ever in an acute bend and did not kink during use. The balloon catheters were removed easily from the patient, and they were removed intact. A 6x40mm powerflex pro pta catheter was used to replace the leaking balloon catheters. The patient is currently in good condition. One non-sterile powerflex pro 4mm x 4cm 80cm bc was returned. The balloon had been inflated. No other anomalies were noted in the returned device. Per functional analysis a leak test was performed, and a leakage was noted in the balloon. Per sem analysis the external surface revealed evidence of scratch marks that could be related to the balloon pinhole. The internal surface and marker bands did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17462850 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during positive pressure (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification and tortuosity) may have contributed to the pinholes as evidenced by abrasions noted on the outer surface during analysis. The use of the powerflex pro bc is not indicated for urological procedures therefore this is considered off-label use. According to the instructions for use ¿the powerflex pro pta catheter is intended to dilate stenoses in iliac, femoral, ilio-femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The device is also indicated for post-dilation of balloon-expandable and self-expanding stents in the peripheral vasculature. If resistance is met during manipulation, determine the cause of the resistance before proceeding. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.